Event description:
Acct. Reports that the distal male adapter separated from the pt's IV catheter. The situation was noted during the use of the set. No adverse effect on the pt. Was reported. The solution spilled over the hand of the pt "missing the continued administration of the IV solution". No sample available.